Event description:
Patient had insertion of uvc for less than 24 hours discharged in 2005. Readmitted with seizures about six weeks later. Chest xray showed retained portion of catheter. Pt was transferred to another facility for removal of the catheter piece.